Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 400-586 mg/dl; cause was unknown. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer addressed bg level by administering a manual injection and changing pump supplies. Reportedly, the customer changed pump supplies to resolve issue.